Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. The visual inspection noted that a portion of the tubing appeared to have been "chewed". The set was leak tested under water. A leak was observed at that specific portion of the tubing, verifying the reported condition. No definitive cause could be determined with the provided information and evaluation results. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked during infusion, leading to lipids dripping on the floor. The reporter stated that the infusion had been running for approximately 19 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.